Manufacturer narrative:
Evaluation summary :post market vigilance (pmv) led a photographic evaluation of one photograph of a single use loading unit. A visual inspection of the returned photo noted that the loading unit had protruding staples at approximately the 2cm cut line. The anvil of the loading unit can be seen bent. A reload and a handle can be seen in the returned photograph. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy procedure, when the device was fired with the first reload the staple burst and had poor staple formation, and due to poor staple formation of the first reload there was a bleeding occurred and the surgeon decided to manually suture the tissue to resolve this issue. Later on the same procedure the surgeon used a new reload with the same handle, however half of the reload could not be fired. In addition the anvil of the second reload was bent. The surgeon then used another device in order to complete the case.